Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the lead uses energy to stimulate the heart and if there were challenges in getting good stimulation the output increases. Possibly the lead was positioned by the physician in which it requires more energy. This crt-d remains in service. No adverse patient effects were reported.